Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Same case as: 2939204-2009-00667. It was reported that post a coronary drug eluting stenting treatment procedure, in-stent restenosis occurred. An unknown taxus express2 drug eluting stent was implanted in a right coronary artery. An undisclosed time later, in-stent restenosis was reported. The 90% stenosed lesion was located in a calcified and moderately tortuous right coronary artery. A non bsc stent was implanted to treat the restenosis. Post implant while using ivus, the atlantis sr pro ivus catheter could not cross the lesion and it was noted that the tip of the catheter was missing when the device was removed from the patient. The tip of the ivus catheter was found in the introducer sheath. While attempting to remove the introducer sheath, the tip embolized to the distal portion of the foot. The physician used a snare to capture the tip. No further patient injuries or complications occurred. Patient status is satisfactory. Additional information was requested but is not available.